Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the inserter amputates the haptic in the preloaded pcb00 intraocular lenses and customer asked to exchange them for zcbs. Additional information states lens had pinching issues of the trailing haptics but was inserted into the patients eye with no problem. No other information provided.